Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) dislodged to the pulmonary artery after being released. The lp was retrieved and the helix was stretched. A transvenous pacemaker was implanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of dislodgement could not be confirmed while the reported event of stretched helix was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis of device indicated that device had a stretched helix, this is consistent with procedure damage. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.